Event description:
The patient had come to interventional radiology with IV running and tubing in use. When the rn went to use the clave to administer medication, it was noted that the clave was actually on backwards and not pointed to the patient.what was the original intended procedure?the ability to administer medication IV.device #1is this a laboratory device or laboratory test?no.